Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, belt connection issues, service code 204: belt/monitor unusable) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca had cracked solder joints for leads 1 and 2 (can h and can l). The root cause for the broken solder connections was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms, electrode belt connection issues, and service code 204: belt/monitor unusable.